Manufacturer narrative:
The customer¿s report of a bulge/balloon in the silicone segment was confirmed. A bulging silicone segment was found during visual inspection adjacent to the upper fitment. Tactile examination found that the silicone segment had been weakened. Functional testing was performed; no alarms or bulge/ballooning was observed. The root cause of the silicone segment bulge was not identified.

Manufacturer narrative:
Concomitant medical products: 1000 ml b.braun bag ndc 0264-7800-09, lot j55771, exp 06/18, 0.9% sodium chloride injection; therapy date unknown. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that while infusing ns 1l the pump alarmed and when checked the IV tubing was found to have a bulge in the silicone segment below the upper fitment. There was no report of patient harm.